Event description:
Libre 3 plus sensor, lot t60003945 sn (B)(6), applied to back of l upper arm (B)(6) 2026 at 20:00. At 21:00, sensor read 131 w/horizontal arrow and fingerstick glucose was 185. On (B)(6) 2026 at 03:00 while sleeping in supine position without pressure on sensor site, a critical alarm sounded and the sensor glucose read 58 with a downward arrow. Fingerstick bg was 145. No sx of hypoglycemia were noted and no treatment for low glucose was taken. On (B)(6) 2026 at 05:53, another critical alarm sounded. Sensor reading was 47 with a down going arrow was noted. Finger stick glucose was 183. I slept in the supine position without pressure on the sensor site on (B)(6) 2026 at 07:10, sensor glucose was 147 and fingerstick glucose was 173 and at 18:55 sensor glucose was 151 and fingerstick was 202. Note: I am retired rn and former certified diabetes educator with t2d on daily insulin and began using the libre 2 sensor approximately 4 years ago. In general, I found the sensors to read lower than the fingerstick glucose readings especially during the first 24 hours of use but with calibration they gained accuracy over the next 13 days of sensor life. In the fall of 2025, I transitioned to the libre 2 plus sensor and immediately noted it was less accurate with glucose readings 30-50% lower and numerous false critical low alarms. I reported the problem to abbott and asked if others were experiencing inaccurate readings and was told 'no' and was sent a replacement sensor, an older version libre 2, which again was more accurate. I have read of the unfortunate deaths associated when treatment was given for false low readings with the libre 3 plus sensor and before applying my last 2 sensors checked abbott's website to see if they were involved in the recall and learned they were not. I am losing confidence in the new line of libre 2 plus and libre 3 plus sensors as they do not provide the accuracy they once did. Finger stick glucose was 145; sensor glucose was 58 finger stick glucose was 183 and sensor reading was 47; no lab tests other than sensor and finger stick glucose readings were taken. No symptoms of hypoglycemia were noted; no treatment for hypoglycemia was taken.